Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic parastomal hernia repair using composite mesh with enterolysis and mobilization of small bowel. She had revision surgery 1 years and 8 months post-surgery. The patient experienced multiple surgical revisions, recurrent hernia, incarcerated small bowel inside of a large parastomal hernia, adhesions, bowel stuck to hernia sac, relocation of stoma. Please also reference pe# (B)(4).

Manufacturer narrative:
Additional information was received indicating that the mesh involved in this incident is not a medtronic/covidien product. No further reports will be sent for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the mesh involved in this incident is not a medtronic/covidien product. No further reports will be sent for this event.